Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
New etq record created in order to update etq legacy system complaint number (B)(4). Reason for original complaint- patient was revised due to cup loosening. Doi: (B)(6) 2008 - dor: (B)(6) 2013 (left hip). Update: 05/07/2013 - patient's medical records were recieved. Records indicate the patient was also revised to address increased cobalt chromium levels and pain. Upon revision cloudy material consistent with metalosis and corrosion at the head and neck junction were found in the hip. The femoral head, sleeve and stem were added to the complaint and the complaint re-opened. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Still under investigation.

Event description:
Patient was revised due to cup loosening. Update (B)(4) 2013 - patient's medical records were received. Records indicate the patient was also revised to address increased cobalt chromium levels and pain. Upon revision cloudy material consistent with metallosis and corrosion at the head and neck junction were found in the hip. The femoral head, sleeve and stem were added to the complaint and the complaint re-opened.

Manufacturer narrative:
Correction: new etq record created in order to update etq legacy system complaint number (B)(4). Reason for original complaint- patient was revised due to cup loosening. Doi: (B)(6) 2008 - dor: (B)(6) 2013 (left hip). Update: (B)(6) 2013 - patient's medical records were recieved. Records indicate the patient was also revised to address increased cobalt chromium levels and pain. Upon revision cloudy material consistent with metalosis and corrosion at the head and neck junction were found in the hip. The femoral head, sleeve and stem were added to the complaint and the complaint re-opened. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Update rec¿d 01/20/2014- legal claim was received, which identified dob information. There was no new information that would change the outcome of the investigation. The complaint was updated on: 06/17/2014.